Event description:
It was reported that the line was working well when flushed pre insertion. After a few days it was found to be leaking. When removed a small hole was found about 10 cm down the line.

Manufacturer narrative:
The MFR has received the sample will be evaluated. Results are expected soon.